Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral never stim and gastrointestinal/pelvic floor. It was reported that the patient still had not been getting much relief with his urgency. He also experienced a loss of therapeutic effect about one week after implant. At night the patient had to go every hour to every hour and a half, while during the day he had to go every hour. The patient noted that when he had to go, he could not hold it. The patient has tried programs 1, 2, 3, and is currently on 4 at 4.0. When the patient tried program 2 at the health care provider¿s (hcp) office on (B)(6) 2016, he experienced an electrical shock in his buttock; the patient also experienced a shock one other time at home in (B)(6) 2015. The patient was able to change/decrease his settings to a comfortable spot. Stimulation was felt in the patient¿s hip. The patient noted that he had a urinary tract infection (uti) and he was given antibiotics for 10 days. A pre-existing bladder stone causing blood in the patient¿s urine that could cause a problem was also reported. Additional information has been requested regarding the cause, troubleshooting, interventions, date of onset of the uti, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.